Manufacturer narrative:
(B)(4) . Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found, even though no such causal event, like an accident has been mentioned. This is a final report.

Event description:
An obvious decline in the patient's hearing performance was observed on (B)(6) 2014. Problems with the external devices were excluded and there was no report of trauma.